Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Please note: subject device has not been positively identified as a synthes device.

Event description:
Patient experienced a monteggia fracture (proximal 1/3 ulnar fracture with dislocation of radial head and overriding ulnar fragments) of the right forearm on an unknown date and an unknown plate was implanted. Patient underwent revision procedure to remove existing hardware. Established non-union diagnosed. Subject plate was contoured 90 degrees to fit the olecranon and implanted along with dbx bone graft. Patient was then splinted, casted. Subject plate was noted to be broken and was removed on an unknown date.